Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Event description:
Mobi-c p and f us: disassembly. It was a cervical disc replacement. The implant came apart and disengaged from the inserter as it was being impacted upon insertion. Surgery was completed successfully with another device. No impact on patient. Delay 10 min. According to reporter, surgical technique was respected while loading implant on inserter, while applying distraction, there was no rotation or angle while impacting device. Investigation is in progress.

Event description:
Mobi-c p&f us : disassembly. It was a cervical disc replacement. The implant came apart and disengaged from the inserter as it was being impacted upon insertion. Surgery was completed successfully with another device of the same size . No impact on patient. Delay 10min. According to reporter, surgical technique was respected while loading implant on inserter, there was no rotation or angle while impacting device. According to the reporter , there was no distraction when the event occured and the surgeon encountred a normal resistance when he inserted the implant . The reporter confirmed that the implant was discarded by the hospital.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Fields date of report; event; concomitant medical products; PMA/510k; if follow-up, what type & device evaluated by MFR were updated. The device was discarded by the hospital , therefore no examination was possible. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event . From information provided by the reporter, based on the device history records, the recurrence of this type of event and review of the case with the product range manager , shows that the probable root cause is related to poor assembly of the implant on inserter combined to lack of distraction during implant insertion . However , due to the absence of implant examination , this assumption cannot be validated. Indeed, as mentioned in the surgical technique step 3 , it is important to achieve parallel distraction prior implant insertion. Investigation found no evidence on a device issue . If additional information were received that add a value on this case , another report will be sent.